Event description:
The customer reported a button error alarm after the insulin pump got wet. Troubleshooting was performed, and the buttons were not pressed for three minutes or longer. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the button error alarm due to the blank display anomaly.